Event description:
The ICD and lead were removed when a pacing lead impedance anomaly was observed. The physician, believing it to be a lead issue, disconnected the device and extracted the lead. A new lead was implanted and the when the psa was connected good measurements were obtained. When the device was re-connected, they could not get an atrial capture. The device was disconnected and the psa reconnected. Good measurements again were observed but dried blood was observed in the atrial port of the header. A new device and lead were then implanted. The old lead and device will be returned for analysis.